Event description:
Unable to obtain optimal stent placement with 3.5x18 cypher stent after deployment of 2.5x28 stent distally. Stent catheter was removed without deployment and it was noted that the catheter shaft was fractured proximal to the stent.